Manufacturer narrative:
The involved pedicle screw, its set screw, and the broken tulip arrived for investigation; they were examined under a microscope. The examination indicated there were signs of damage attributed to cross-threading of the set screw in the tulip and hammering on the set screw. This indicates that the surgeon used high force to lock down the set screw down to the tulip (without a counter torque), which all contributed to the reported breakage. When the counter torque is positioned on the screw, it protects the tulip 360° and such breakage is not possible. It is therefore concluded that the breakage of the tulip was related to surgeon error; the surgeon did not follow the surgical technique or standard surgical practice. This circumstance is not related to a manufacturing or design problem.

Event description:
During an implantation of the tops system in the us, the surgeon used a mallet to hammer on the torque limiter connected to the pedicle screw and then performed a final tightening without the counter torque. During the final tightening, a portion of the pedicle screw tulip broke off. The surgeon indicated to the company's representative during the surgery that his incision was too small to use the counter torque. An adequate midline incision is required to perform the entire procedure correctly, including placing the counter torque, as described in the product labeling. The involved screw was removed and replaced with same size screw.